Event description:
It was reported via repair work order that the left siderail would not latch due to the toprail being broken at the latching spindle and damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.